Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The power pcba and power supply were replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the returned part and found the root cause to be a shorted capacitor on the power supply.

Event description:
The customer contacted stryker to report that their device does not power with ac or dc. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power with ac or dc. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.